Event description:
The customer discontinued pump use. The customer was hospitalized for high bgs several times. The customer was treated with IV saline and then released. The pump did not have batteries and the customer did not recall any alarms. The customer has been disconnected for more than three weeks. It was indicated that the doctor believes it was the infusion sets and since the customer has been disconnected from the pump customer is fine.